Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 am, the patient reported presenting to the hospital accompanied by her husband due to low glucose readings. The patient did not obtain a blood glucose measurement prior to arriving at the hospital. The patient reported feeling unwell and stated that she felt as though she was going to pass out. Upon evaluation at the hospital, the patient reported being diagnosed with diabetic ketoacidosis (dka). The patient was unable to recall the blood glucose value obtained upon admission. According to the patient, medical staff recommended hospitalization for continued observation to monitor glucose levels and prevent significant fluctuations. During the hospitalization, the patient reported receiving treatment with intravenous (IV) fluids and insulin. The patient also reported receiving a gvoke (glucagon) injection during the course of the event. Following treatment, the patient reported a fingerstick blood glucose measurement of 114 mg/dl. The patient was discharged from the hospital on (B)(6) 2026. It was noted that the patient was using an omnipod 5 insulin pump at the time of the event. At the time of the report, the patient stated that she was feeling "fine." Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.